Manufacturer narrative:
Fse decontaminated and cleaned the instrument. Customer performed two monthly maintenance and replaced all bulk fluids. Two blank samples were ran, and they came back as negative. Problem did not reoccur. No further issues were reported.

Event description:
Customer reported that during sars-cov-2 tma assay testing that had an unusual high percentage of positive sars-cov-2 results with rlus between 500 and 700 on the panther instrument and two empty lysis tubes provided positive results.